Manufacturer narrative:
(B)(6). Investigation: lot analysis, device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR; DHR review was performed on the following lot number: 7089838 ¿ the lot number was built on (B)(4), from march 31, 2017 thru april 4, 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in process samples (including but not limited to) for damaged component (grip, button, spring, hub), needle retraction by button activation and adhesive overfilled/drip as well as periodic cleaning/alignment of the glue grippers were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Visual analysis, observations and testing: received two unused iag/bc 18ga units in sealed packages and one opened package from the lot number 7089838. Visual/microscopic examination: observed there was no mechanical/physical damage to any of the springs, needle hubs, grips, or evidence of adhesive on the buttons or hubs. Observed no signs of bends, cuts, holes, kinks, splits, or wrinkles were found in the catheter tubing or the needle thru catheter. Functional test (needle retraction) was performed: performed the hub twist test then depressed the buttons. The retraction was successful, no delayed reaction was observed. (There was no audible click when the units were retracted). Conclusions: the defect needle retraction failure; as reported code was not confirmed. The returned units did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned units.

Event description:
It was reported during use of the 18 g x 1.16 in. (1.3 mm x 30 mm) bd insyte¿ autoguard¿ bc shielded IV catheter. After insertion the needle retract button was activated and the needle did not retract. The retraction button could be depressed, but the needle did not retract. There was no report of injury or medical intervention.